Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s symptoms returned 2 to 3 weeks ago all of the sudden and they had to go to the bathroom more frequently. It was noted that the patient met with their manufacturer representative a month or 2 ago and they helped them with adjustments and it worked really well. The feeling of stimulation faded away with time for the patient. It was stated that the patient confirmed their therapy was on with their patient programmer and they felt stimulation. The patient was on program 4 at 3.5v and increased to 3.6v and felt comfortable stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v278328, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reports there was a fifty percent or greater symptom reduction and the cause of the event was not determined. It was unknown if it was device related and no reprogramming was needed. It was noted that an x-ray was performed on (B)(6) 2014. The patient recovered without permanent impairment.